Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose readings was 48 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. The prime and self tests passed. The customer may have been connected during priming. Nothing further was reported.